Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: there was visible corrosion and rust observed inside the battery compartment. The leak test was performed and the device passed the test with no leaks detected. There was no visible damage or cracks found on the battery compartment or pump case. The pump was opened and there was evidence of moisture found internally.

Manufacturer narrative:
Follow-up #2 - correction device available for evaluation.